Manufacturer narrative:
Unknown device return.

Event description:
On (B)(6) 2018, a pediatric patient was brought in for patent ductus arteriosus closure (pda). The pda measured 6-8mm in the ampulla and 3mm on the pulmonary end. A 6/4mm amplatzer duct occluder (ado) device was selected. While deploying the device, the device pulled through back into the pa due to sizing and patient anatomy. A larger 8/6mm ado was then selected and successfully implanted. Some time later in the day, the device embolized to the left pulmonary artery (lpa). The physician opted to send the patient for surgery to remove the device from the lpa and surgically close the pda. The surgery was a success and the patient is doing well and discharged. The physician believes the 8/6mm ado embolized due to anatomy.

Manufacturer narrative:
An event of embolization was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined, however, information from the field indicated, the "physician believes the 8/6mm ado embolized due to anatomy and not to product."